Event description:
A physician reported a pt who was treated in the nasolabial folds on 6 august 1997. The physician noted a bruise at the right nasolabial fold during the treatment. Later that night, the right nasolabial fold became tender and painful. The pt was seen on 8 august 1997 with a small ulceration at the right nasolabial fold. The physician instructed the pt to apply bactroban topically and apply duoderm tape. When the pt was seen on 25 august 1997, the area was beginning to epithelialize; it looked like there was bumpy scar tissue. The physician believed the pt probably had a superficial necrosis. On 18 september 1998, no further clinical info was available.